Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem t:slim x2 user guide: do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to an x-ray. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported impact to customer's blood glucose level.